Event description:
I asked the manufacturer to replace a user guide for an 730g medtronic minimed insulin pump, which pump was under full warranty. The user guide is critical to understanding how to safely program the pump which is new to the market place. They did not even offer me the opportunity to purchase the user guide and told me only "one to a customer" was allowed. Improper programming can lead to death of the pump user. They said, "you can see the user guide online", but my computer has glitches and I am (B)(6) and not competent with computers. I have been a type 1 diabetic for 71 years 730g is my 4th insulin pump to use, but the changes made to this pump compared to any of the previous two pumps make it impossible for me to self-program and fine tune its operation without a user guide (manual). FDA safety report ID # (B)(4).

Event description:
I asked the manufacturer to replace a user guide for an 730g medtronic minimed insulin pump, which pump was under full warranty. The user guide is critical to understanding how to safely program the pump which is new to the market place. They did not even offer me the opportunity to purchase the user guide and told me only "one to a customer" was allowed. Improper programming can lead to death of the pump user. They said, "you can see the user guide online", but my computer has glitches and I am (B)(6) years old and not competent with computers. I have been a type 1 diabetic for 71 years 730g is my 4th insulin pump to use, but the changes made to this pump compared to any of the previous two pumps make it impossible for me to self-program and fine tune its operation without a user guide (manual). FDA safety report ID # (B)(4).